Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v295478, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
It was reported that there was a loss of therapeutic effect and the issues started within the last month. The patient had been having more bladder problems and would like to increase her stimulation. The patient stated that her bladder problems were happening more and more frequently and the patient thought that her device might need to be turned up. They didn't feel the flutter automatically anymore because she had the device for so long. The patient would get assistance turning her device up on monday after the report when she had someone to help her. (B)(6) 2014 crts (B)(4) (con): it was later reported that the patient had noticed problems with retention of the bladder in the last month or so. The indications for use were noted as urinary dysfunction/sacral nerve stimulation. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.